Manufacturer narrative:
It was reported that the incident occurred in a cylinder fill plant in (B)(4). From pictures provided by the customer, the inlet thread connection of the vipr sheared. A portion of the inlet (approximately 2 threads) remained attached to the vipr body, while the sheared portion of the threaded inlet connection remained threaded into the cylinder. The pictures exhibited a "bluish-green" substance in the area where the material failure/separation occurred and a "whitish-gray" discoloration on part of the crack surface. The customer has retained possession of the subject unit for analysis.

Event description:
As reported to western, the incident occurred at the conclusion of the cylinder fill process at the cylinder fill plant. While the cylinder system was on the fill rack, the valve integrated pressure regulator (vipr) separated from the cylinder. The vipr remained connected to the fill hose at the fill rack. The pressurized cylinder launched off of the fill rack as a projectile and impacted a caged area in the plant. There were no injuries reported.